Event description:
The physician reported that during the implant procedure the lead displaced after initial connection to the subject pacemaker. After repositioning the ventricular lead, the physician was not able to correctly connect the lead. Specifically, it was reported that the screw failed to tighten and the lead was not secured. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during the implant procedure the lead displaced after initial connection to the subject pacemaker. After repositioning the ventricular lead, the physician was not able to correctly connect the lead. Specifically, it was reported that the screw failed to tighten and the lead was not secured. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.